Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient thought she had the device taken out on (B)(6) 2018. The patient said the whole system was removed. The patient said she fell and had a compression fracture in (B)(6) 2017. The patient had back pain and needed an MRI but couldn't have one because of the lead. The lead was not MRI compatible. The patient had the device taken out because it didn't work, and she couldn't have an MRI. The patient was upset she had to suffer with wearing a brace because they couldn't do the MRI. Also, they were afraid to use cement because they thought it would break her back. No further complications were reported.